Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.

Event description:
It was reported by the caller that during a gastric banding procedure the locking connector fell inside the patient. There was no patient consequence.